Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. The file indicates the use of a qualified cartridge and handpiece. Information was not provided regarding the viscoelastic. The power and resolution of each lens is 100 percent evaluated during the manufacturing process to determine acceptability per model and diopter. A power and resolution inspection could not be conducted due to extensive damage. Information was provided that the company lens model, 19.5 diopter lens was replaced with a non-company 19.0 diopter monofocal lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia. The lens was exchanged for another lens model 09 months 29 days following the initial procedure. Additional information has been requested.